Manufacturer narrative:
Additional FDA product codes include: dqe - catheter, oximeter, fiberoptic. Dqo - catheter, intravascular, diagnostic. Kra - catheter, continuous flush. One model 834f75 catheter with monoject limited volume syringe and non-edwards contamination shield was returned for evaluation. The customer report of blue ra line leaking was confirmed. As received, the proximal injectate extension tube was completely broken at the lumen hub. Cross surface of the broken extension tube appeared to be uneven and rough. All other through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. The lot number was not provided thus a device history record was not reviewed. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. During the engineering evaluation process, it was identified that the involved device is manufactured by the edwards lifesciences puerto rico and not by bd apm, consequently, this is a supplier related condition, and the corresponding supplier notification was sent to the pr supplier quality team. Current risk mitigations include a viual inspection and leak and flow test of every unit manufactured.

Event description:
It was reported that during use of the swan-ganz catheter, the blue ra line was leaking normal saline at the infusion port. Closer inspection revealed a hole in the blue cvp port near the hub, which per the customer, caused the leak. There was no patient injury.